Manufacturer narrative:
B3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a leak from the bottom of the tower. There was a leak going down the wires when they opened the backplate. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Correction-d4 - primary UDI number unknown. One device was returned for evaluation. Visual and functional testing were performed. The testing could not duplicate the customer reported problem of leakage because the device was nonfunctional. However, it was also found out that the pcb, return tube assembly, power pole, power pole switch and air regulator, the membrane switch, o-rings and fan guard were defective and therefore replaced. The root cause of the issue was determined would be fluid ingression on the pcb from the leak observed by the customer. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.